Manufacturer narrative:
Additional information: d4: expiration date (update the null value to n/a), d9, h3, h4, h6(update codes), h11. H11: the actual device was received for evaluation. Visual inspection of the actual sample showed detachment at the injection site inserted into the bag. A pressure test was performed; a leakage was observed at the injection site to bag connection. The reported condition was verified. The cause of the condition is related to the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the port of an intravia container 250 ml capacity was separated. This occurred after removing the tamper proof seal from the bag port and cleaning the port with alcohol. The port then separated from the bag, causing some of the drug to drip out. There was no patient involvement. No additional information is available.